Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is no documentation to show a causal relationship between the patient¿s inguinal hernia and pd therapy on the liberty select cycler. However, it is possible that there is a temporal relationship in which the patient¿s hernia was aggravated by the increased intra-abdominal pressure during pd therapy. Per the pdrn the patient¿s hernia was pre-existing prior to the initiation of pd therapy. Based on the available information, the liberty select cycler can be excluded as the cause of the inguinal hernia.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call, reported they recently had surgery to treat a hernia. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated that the patient had a scheduled outpatient inguinal hernia repair on (B)(6) 2018. The pdrn confirmed that the patient had the hernia prior to beginning peritoneal dialysis (pd) therapy in (B)(6) 2018. Pd therapy has continued unchanged since the hernia repair. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.